Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse arrived at the site to address the reported event. First, fse verified the error. Next, fse inspected the device ad noted that the s030 sensor was not functioning. Fse replaced the pib board and performed all dispense lane alignments. Fse was subsequently able to run quality control (qc) without issue. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number 10684005 from 01oct2017 through aware date 01nov2018. There were no similar complaints identified during the search period. . The aia-900 operator's manual, section 12- flags and error messages was reviewed: 4081 d.lane-x home not detected the aia-900 operator's manual indicates that the 4081 d.lane-x home not detected error message is generated when the home sensor s030 fails to be activated after the dispensing lane moved toward the home position. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. The operator is instructed to contact tosoh local representatives and check s030 and pm030 for a possible malfunction. 4083 d.lane-x home overrun the aia-900 operator's manual indicates that the 4083 d.lane-x home overrun error message is generated when the home sensor s030, which is not supposed to be activated after the dispensing lane moves, was activated. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. The operator is instructed to contact tosoh local representatives and check s030, check the cause of slipping, and so on, that occurs when pm030 moves to the limit side.

Event description:
It was reported that the customer heard grinding noises and received "4083 d.lane-x home overrun" and "4081 d.lane-x home not found" errors with their aia-900 analyzer. Inspection of the device by the customer did not reveal any visible obstruction. The customer performed the "all set home" command successfully; however, was still unable to run. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for luteinizing hormone (lhii) and follicle-stimulating hormone (fsh). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Result code(s): 3233, conclusion code(s): 11. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number: 2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Additional manufacturer narrative: the most probable cause of the reported event was due to a faulty s030 home sensor. Corrected data: event problem and evaluation codes (refer to coding manual), result code(s): 180, conclusion code(s): 4307. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.